Event description:
It was reported that the ventilator turbine stopped delivering air with no audible alarm. The patient was in the hospital when the reported problem occurred. No reported harm to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for investigation.